Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the bronchovideoscope exhibited signs of burning on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, we could not specify a definitive root cause of the suggested event. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope there are cautions when high-energy endotherapy accessories are used in instructions for use below. 4.3 using endotherapy accessories olympus will continue to monitor field performance for this device.